Manufacturer narrative:
Replaced o2 and air flow sensor assembly. Performed all required performance verification tests per philips' manual. Unit passed all tests successfully. Returned unit to service. Fi performed 28 nov 2017: the problem could be replicated. The eeproms on the air and oxygen flow pcbas of the customer returned gds had failed which caused the air flow sensor calibration data error (e/c 110e) and o2 flow sensor calibration data error (e/c 110f). Replacing the eeproms resolved the problem, no alarms occurred during startup and ventilation.

Event description:
Field service engineer (fse) reported that during servicing and before replacing the data acquisition (da) pcba to motor controller (mc) pcba cable the unit had error code messages of air flow sensor calibration data error and oxygen flow sensor calibration data error. There was no reported patient involvement.